Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by customer's brother that they had been hospitalized for high blood glucose levels on (B)(6) 2014. Customer's blood glucose level was 450 mg/dl at time of hospitalization and was given intravenous insulin drip while in the hospital. Customer's brother stated there was physical damage to the device and the battery compartment was protruding. Nothing further reported.